Event description:
The customer reported receiving an off no power alert on his insulin pump without having first received a low battery alert. The customer also stated that he received a battery out limit after inserting the battery. Subsequent to clearing that alarm, he received a failed battery test notification. During assistance reprogramming the insulin pump, the pump frozen and would not respond to any buttons, but the buttons began to work in less than five minutes without a battery change. Troubleshooting was performed for multiple alarms and the customer stated that the insulin pump was not in use or in storage for an extended period of time. The customer was advised to discontinue use and revert to a back-up plan. His blood glucose was 380 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No alarms or constant tone were noted. However, slight moisture damage was found at the lcd board and motor assembly and the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, reservoir tube window and battery tube threads. The insulin pump was also received with minor scratches on the lcd window.